Event description:
It was reported that while the patient was under anesthesia during a ureteroscopy procedure, the doctor observed a decrease in power and the procedure could not be completed. The procedure was rescheduled and there was no patient injury reported.

Manufacturer narrative:
System analysis/service repair: the reported power output issue was confirmed. The system was found to be in need of routine preventive maintenance. Routine preventive maintenance (pm) was performed and the tab window adjusted. The system was tested and verified to specification.